Event description:
It was reported that the patient collapsed several times at home. The patient was admitted to the hospital. The implantable cadioverter defibrillator (ICD) device was reported to be dysfunctioning.the patient's device was interrogated and ventricular tachycardias (vts) with unsuccessful anti-tachycardia pacing (atp) was noted. It was also reported that the patient developed a hematoma, which has been treated with intravenous antibiotics. The device remains still in use.there was also a significant increase of threshold on the lead. A new pace/sense lead was implanted and the high voltage therapy portion of the lead is still in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found on the save to disk review.